Event description:
The initial reporter received questionable elecsys anti-tshr (anti-tshr) results for six patient samples tested on a cobas e 411 immunoassay analyzer. (B)(6). The reagent lot number is 552196. The expiration date was requested but not provided.

Manufacturer narrative:
The bead mixer was changed. The investigation is ongoing.

Manufacturer narrative:
The pre-analytical data did not indicate an issue. The provided calibration signals were within the specified ranges. The date and time of sample measurements were requested but not provided. A general reagent problem can be excluded. The investigation determined the event was consistent with a maintenance issue.